Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulse field ablation procedure to treat persistent atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the sheath was prepared as per instructions for use (IFU). The dilator was then inserted into the sheath unremarkably. The sheath was advanced into the left atrium (la) over an exchange wire and aspiration was completed without any evidence of air in the sheath. The sheath was connected to a flush line, under pressure (no pump). The catheter was inserted into the faradrive sheath, as per IFU. During aspiration air bubbles were seen, with the catheter inserted into the clear portion of the sheath. No air bubbles were seen in the patient at any time. Multiple aspiration attempts did not create an air free system, and the catheter was removed. The sheath was then aspirated again and no bubbles were seen. The catheter was reinserted and aspirated again with some repositioning of the catheter. More bubbles were observed, and it was concluded that the valve of the sheath leaked air when a catheter was present. A new sheath was inserted and prepared as per normal. The same catheter was inserted into the new sheath and no bubbles were observed. The procedure was completed successfully by using alternative device. No patient complications have been reported. Pressure bag was used for the irrigation of sheath. Air bubbles were seen in aspiration syringe and continuously in flush line. The guidewire was extended 2 cm beyond the tip of the catheter. The product is not expected to be returning as it was disposed.